Manufacturer narrative:
Other relevant device(s) are: product ID: 9735552, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during servicing, it was found that the laser generator test was below tolerance. There was no patient present when this issue was identified.

Manufacturer narrative:
The laser generator was returned to the manufacturer for analysis. The returned laser was found to be fully functional. The laser passed a functional test with no issues. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: serial/lot number for product ID: 9735552 is (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The laser generator failed testing. The laser generator was replaced and the issue resolved. (B)(4). Analysis of the returned part found no failures. (B)(4). If information is provided in the future, a supplemental report will be issued.